Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. The lead was reprogrammed and remains implanted. The patient was stable and asymptomatic.